Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple replace battery now alarms and initially received power error. The customer's blood glucose level was 24 mmol/l at the time of incident. The customer did not received any low battery alert's prior to replace battery now alarm. This was the second occurrence of replace battery now without a low battery warning. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error, low battery alarm, and power loss alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board , device was monitored and functioned properly. Device received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.